Event description:
The customer requested a check up on the defibrillator in the ambulance. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.